Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received with the adc device. Due to this, the customer experienced a loss of consciousness and/or seizure, however, the customer indicated that they did not receive third-party medical intervention. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Visual inspection of the sensor cap and applicator was performed and damage was observed to the sensor cap seal indicating the user has reapplied the applicator cap after removal but before attempting to fire the applicator. The applicator platform was removed in order to observe the sharp which was bent. Data was extracted successfully, error terminate and sensor signal low has been observed. Clinical and historical data analysis is consistent with a failed insertion of the sensor tail. Therefore, this issue is not confirmed to double capping. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received with the adc device. Due to this, the customer experienced a loss of consciousness and/or seizure, however, the customer indicated that they did not receive third-party medical intervention. No further information was reported. There was no report of death or permanent injury associated with this event.